Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01475. It was reported that patient experienced shocking and the cervical leads had migrated. Surgery occurred to explant and replace the leads to address the issue.